Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose (bg) level was 305 (mg/dl) due to recently eating. A bolus was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction. Functional testing was performed and no failure was identified related to the reported elevated blood glucose level.